Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When flushing the steerable guide catheter (sgc), there was an air leak. The sgc was replaced. A mitraclip nt was chosen for implantation. After deployment at approximately 10 dgrees, the clip opened 30 degrees suddenly. Clip was still stable on both leaflets. The mr remained unchanged grade 4. An additional clip could not be implanted as the mitral valve gradient was 7mmhg. The patient was transferred to surgical intervention.

Manufacturer narrative:
All available information was investigated and the reported clip opens while locked and clip jumping could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opens while locked and clip jumping. The reported unchanged mr appears to be related to the unintended clip opening. The reported mitral stenosis could not be determined. Mitral regurgitation (mr) and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.